Event description:
Customer reported that the display on the insulin pump is blank. Customer stated she received a low battery alert and changed the battery 3 times but the device does not turn on. Customer stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged. Customer was not using the recommended battery type. Customer was advised to insert a new recommended battery and revert to back up plan until receiving a replacement battery cap. Blood glucose value is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.